Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated calcium_2 (ca_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. Quality control (qc) was acceptable on the day of the event. The customer cleaned the dilution probe. Siemens is evaluating the event.

Event description:
The customer reported that falsely elevated calcium_2 (ca_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s) who questioned the results. The samples were repeated on an original instrument. The repeat results recovered normal and matched with the patient's historical results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca_2 results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00317 on 25-nov-2024. Additional information (06-jan-2025): siemens reviewed quality control (qc) data, which recovered acceptably. Further, observed a slightly high bias when using chemistry calibration lots. Based on the information provided and a review of the available instrument data, the cause of the event is inconclusive. There was no issue related to the reagent lot or a specific reagent pack or well. There were no instrument malfunctions identified that would have contributed to the falsely elevated calcium_2 results. The investigation findings and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.